Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap colon procedure that, the hand activation had no function. Completed procedure with the footswitch. No further information is available. There was no adverse patient consequence.